Manufacturer narrative:
A visual examination of the returned device, revealed that the stent was partially deployed, by approximately 0.4mm. The remainder of the stent was fully deployed and no issues were noted. There were no issues with the profile of the deployed stent and shaft which could have contributed to the reported complaint. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex precision colonic stent system was used during a colonic stenting procedure on (B)(6), 2010. According to the complainant, the patient had a gastric signet ring cell carcinoma with peritoneal carcinomatosis and colonic obstruction at the sigmoid and descending colon. It was reported that there were two segments of stricture. The first stricture was greater then eight centimeters from the rectum (4cm above anal verge) to the distal sigmoid colon. The second part of the stricture was greater then six centimeters from the proximal sigmoid colon to distal descending colon. During the procedure the colonoscope was obstructed at the rectum. A stiff hydra jagwire with balloon catheter was successfully inserted to dilate the descending colon. Contrast medium was injected, and fluoroscopy revealed a long stricture within the sigmoid and distal descending colon. The guide wire was left in place, and the colonoscope was removed. The stent was advanced over the guide wire, however the stent could not cross the lesion as the stent became stuck at the rectal-sigmoid junction. There was weakness and bending of the delivery catheter while the stent traversed the most stenotic part at the rectal-sigmoid junction. The stent and guide wire were removed. The complainant alleged no issue with the hydra jagwire. A second guide wire (amplatz superstiff) was used; however the stent was unable to cross the lesion. The device was removed from the patient without issue. The procedure was completed with a wallflex colonic stent and the amplatz superstiff guide wire. A second procedure is scheduled to stent the remaining part of the stricture. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex precision colonic stent system was used during a colonic stenting procedure on (B)(6) 2010. According to the complainant, the patient had a gastric signet ring cell carcinoma with peritoneal carcinomatosis and colonic obstruction at the sigmoid and descending colon. It was reported that there were two segments of stricture. The first stricture was greater then eight centimeters from the rectum (4cm above anal verge) to the distal sigmoid colon. The second part of the stricture was greater then six centimeters from the proximal sigmoid colon to distal descending colon. During the procedure the colonoscope was obstructed at the rectum. A stiff hydra jagwire with balloon catheter was successfully inserted to dilate the descending colon. Contrast medium was injected, and fluoroscopy revealed a long stricture within the sigmoid and distal descending colon. The guide wire was left in place, and the colonoscope was removed. The stent was advanced over the guide wire, however the stent could not cross the lesion as the stent became stuck at the rectal-sigmoid junction. There was weakness and bending of the delivery catheter while the stent traversed the most stenotic part at the rectal-sigmoid junction. The stent and guide wire were removed. The complainant alleged no issue with the hydra jagwire. A second guide wire (amplatz superstiff) was used; however the stent was unable to cross the lesion. The device was removed from the patient without issue. The procedure was completed with a wallflex colonic stent and the amplatz superstiff guide wire. A second procedure is scheduled to stent the remaining part of the stricture. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.